Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The first closure device used was positioned too proximal in the laa and was fully recaptured. A second closure device was prepared and was inserted in the laa. This device met release criteria and was successfully implanted. There were no patient complications during this event. 24 hours after the procedure was completed a new echocardiogram image showed a 1.5cm effusion. There was no effusion noted in the pre or post procedure echocardiogram. The patient had no clinical symptoms, but a drain was inserted and 300ml of blood was drained. Following this no other fluid had been drained for 24 hours. The patient is reported as being stable.